Event description:
It was reported that an advantage fit blue system was implanted on (B)(6) 2020, to treat a patient with stress urinary incontinence, which became apparent following her prolapse repair. Following the implantation, the patient experienced mesh related complications, including persistent pelvic and perineal pain, bladder neck erosion, and intravesical calcifications. In 2024, the patient was partially treated endoscopically for the calcifications; however, follow up imaging confirmed residual calcifications. The patient continued to report significant vulvar pain along the sling path and at the sites of intravesical calcifications. Due to persistent symptoms and associated lesions, a complete removal of the mesh via robot-assisted laparoscopy was scheduled on (B)(6) 2026.

Manufacturer narrative:
Block h6: the imdrf patient codes capture the reportable events of: e2330 - captures the reportable event of persistent pelvic and perineal pain. E2006 - captures the reportable event of bladder neck erosion.